Event description:
It was reported that the system had impedances of over 4,000 ohms on the lead, even when measured at 5 volts. Parkinson symptoms worsened over night. Intraoperative measurement of the extension and lead showed impedances over 4,000 ohms. The connection between the extension and the deep brain stimulation lead was opened and it was seen that the lead was damaged at the distal part. The lead was replaced with a lead of the same model, and the patient continued with deep brain stimulation therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found the proximal end was stretched and insulation was broken underneath the #0 connector sleeve. No setscrew marks were observed. The conductors were stretched and conductor coils were crushed. The #0 and #1 conductors were broken at the #0 and #1 connector weld site from overstress/damage. The outer insulation was intact, and the distal end was ok. There were open circuits.